Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device deployment, arterial spasm was noted. The patient reported symptoms of a cold limb twenty days after the procedure. An angiogram revealed the presence of thrombus two inches above the clip, which continued proximally to superficial femoral artery bifurcation. The patient was brought to surgery where the starclose se clip was removed and a thrombectomy with surgical repair of the vessel were performed. There were no reported adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the patient had underwent coronary angioplasty and vessel closure was achieved in the right common femoral artery (rcfa) using a starclose se device. The patient returned to the hospital within 48 hours after the index procedure with pain in the groin site. During that visit a CT scan was done that showed limb ischemia. After the patient's visit/return to the hospital (48 after the index procedure) surgery was scheduled and performed approximately 18 days after the index procedure. Right superficial femoral artery (rsfa) endarterectomy was performed and the artery was repaired. Approximately 2 weeks after the endarterectomy procedure the patient came back and an ultrasound performed was abnormal, showing a rfa lesion. The patient came back on (B)(6) 2011 and the diagnosis was chronic peripheral ischemic neuropathy. The reporting physician believes that the clip might have pinched the posterior arterial wall during the index procedure. The physician indicated he doesn't have information regarding a possible intervention/treatment for this patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). We are unable to determine a probable cause for this event based on the case information received. The device instructions for use (IFU) warns the user to not use the device if the puncture is through the posterior wall.